Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received few inappropriate shocks due to noise. Some shocks were also inhibited due to noise reversion. Review of session records revealed possible lead damage. Lead was capped and replaced on (B)(6) 2015. Patient's condition was fine.